Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. An approved lens cartridge combination was used. Product history records could not be reviewed for the cartridge because the account did not provide a lot number traceable to the manufacturing documentation. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).

Event description:
A surgeon reported a pt with an intraocular lens (iol) that had rotated off axis. In a follow up, the surgeon reported he did not feel the iol caused or contributed to the event. The event resolved following the lens rotation.